Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. The device had signs of improper maintenance and storage based on evidence of insect infestation. Device was deemed beyond repair and returned to customer unrepaired. Resmed reference#: (B)(4).